Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2012. According to the complaint, during the procedure the tip of the guidewire detached into the patient. There was reported no damage to the corewire. The physician unsucessfully attempted to retrieve the detached piece, however the physician stated that they do not have any concerns regarding the unretrieved device fragment. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax tip had completely detached from the tip of the corewire. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the pebax section was properly attached to the corewire. It is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire distal tip detaching, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally the remnants of adhesive found indicate that the pebax tip had been properly attached to the corewire. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints reported for lot number 13622363. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complaint, during the procedure the tip of the guidewire detached into the patient. There was reported no damage to the corewire. The physician unsuccessfully attempted to retrieve the detached piece, however the physician stated that they do not have any concerns regarding the unretrieved device fragment. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
Component code 3123 relates to device code 1104 for the reported event of tip detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.